Manufacturer narrative:
Final analysis found that the proximal and distal coils were fractured at 23.5 cm from the connector pin due to fatigue. The fractured distal coil would account for the reported high lead impedance.

Event description:
It was reported that the lead exhibited high impedance and high thresholds. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.